Event description:
On 12/16/96, the pt fell, displacing her facture. The pt was taken to the or and the fracture was re-reduced and the original dfs reapplied. On 1/2/97 pt had open displacement of her fracture upon weightbearing a new dfs to replace her original dfs.